Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. The device was removed with counter traction and an assertive pull. When the device was removed, the clip was noted to be deployed in the intended location and hemostasis was achieved. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): the device was received. Investigation is not complete.